Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Further proceedings are unknown.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient has no longer benefit with the device. A technical implant failure seems likely. However, to determine an exact root cause a device investigation of the explanted device would be necessary. Reportedly, there are no plans for re-implantation in the near future.

Event description:
The user's hearing performance with the device is affected. Further proceedings are unknown.